Event description:
It was reported that during a hip arthroscopy procedure using a quantum 2 controller, the controller began powering off on its own and working intermittently. The procedure was completed with a backup controller; however there was a 30 minute delay due to the event. There was no further pt complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.